Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unk procedure, the balloon burst. Doctor found before using. Another device was used to complete the case. There were no adverse consequences to the patient.